Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient¿s stimulator shifted. The patient had difficulty charging the stimulator since implant. The stimulator was replaced due to the problems.